Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during second firing of the procedure, surgeon placed the stapler on the posterior pedicle, ensuring distal tip clearance. The stapler fired however the pedicle immediately started bleeding once the jaws were opened. The surgeon managed to clamp the vessel which was bleeding and continued the resection while leaving the clamp on. He opened a new pvs at the end of the case for the final vessel transection which completed without any issues. The surgeon returned to the clamped vessel at the end of the case and managed to place some clips and sutures to control, patient lost approximately 100ml of blood. He then noticed that only some of the staples had formed properly with more than half the staple line staples still in the open u shape. No patient consequence reported.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 1/23/2020. Upon review of the information provided, it was concluded that this event has already been reported in report # 3005075853-2019-22292. All further information related to this event will be submitted on report # 3005075853-2019-22292.

Manufacturer narrative:
(B)(4). Batch # r5ah1x. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.